Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was doing good the 1st week she had the device but this week, the patient had been going to the bathroom a lot. The patient was experiencing a loss of therapeutic effect. After the patient went to the bathroom, she would get a burning sensation. The patient would also get a "sensation" in the vagina area while she was going to the bathroom. If the patient closed her legs it would go away. They tried increasing stim but the patient "couldn't stand it" so they put it back down. It was later reported that the patient never had therapeutic effect. The patient was at 1.6 and when increased to 1.8, she was in discomfort. A family member with the same implant suggested that the patient had to leave stim there for a couple of days. Additional information stated, the patient never had therapeutic effect since implant and there was intermittent stimulation in her vagina. It was noted there was also a burning and irritating rash. The healthcare provider prescribed the patient with topical creams about three weeks prior to report. Reportedly, the patient had loss of bladder control and was going to the bathroom constantly. The program was switched about one month prior to report and there was still no therapeutic effect.